Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number qjmejd and no non-conformances related to the reported complaint condition were identified (B)(4). Investigation summary: an opened box with six packets of product code mcp923g was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the six packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional information was requested and the following was obtained: did the surgery was completed successfully? If yes what was used to complete the procedure? Surgery was completed successfully using monocryl from different box. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 2360 g/m. Note: event reported in 2210968-2021-10408.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle separated from the suture there were no adverse patient consequences reported. No additional information was provided.